Event description:
The account alleged the side rail is disconnected from the bed. No pt impact.

Manufacturer narrative:
The technician found the side rail bolts holding the side rail on had come off. The technician replaced the side rail bolts and applied lock tight to the threads to resolve the issue.